Event description:
Inbound. Patient reports no disposable alarm. Patient does not have any supplies or the other pump with her, advised to remove cassette, press the green clamp a few times and wipe the bottom of the pump. Alarm continued. Patient is at friends house 30 minutes from her home. Will head home and monitor symptoms. Advised to try cassette on other pump and if still alarming to change cassette. Pt agreeable. No further details provided.